Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. (B)(4).

Event description:
A consumer reported that following bilateral intraocular lens (iol) implant procedures, "I can not drive at night at all. The glare and halos around lights impede me from seeing oncoming cars. I can not see blinkers or the entire cars coming towards me". The issue has not been resolved. Additional information has been requested. There are two medical device reports associated with this patient. This report is for the right eye.